Event description:
During a remote follow-up, episodes of post paced t-wave oversensing (pptwos) resulting in pacing inhibition were observed on the device. The patient is not pacemaker dependent. No intervention has been performed at this time. The patient was stable.